Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine(hc). The caregiver (cg) stated that the home patient(hp) is connected to the hc. The technical service representative(tsr) assisted the cg to cycle power on the hc to get to "press go to start." The tsr advised the hp to start over with new supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The nurse was contacted on (B)(6) 2012. The nurse stated this was an isolated event. The nurse stated that the home patient (hp) did not develop any adverse reactions or require any medical intervention that she was aware of. The nurse stated the hp is currently performing therapy without any complications. The nurse stated she did not think the hp would have kept any supplies or information. This complaint for a report of a system error 2240 not be confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The lot number and sample availability are unavailable at this time. Baxter is attempting to obtain additional information. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore, a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.